Event description:
It was further reported that the target lesion had a reference vessel diameter of 2.50 mm, length of 44.0mm, and visually 99% stenosed at index procedure and was treated with predilatation and post-dilatation. Residual stenosis became visually 0%. Timi flow improved from 1 to 3 through the pre-index procedure. The patient was discharged without complications 3 days later on plavix and bufferin. Timi-3 flow was kept through the reintervention procedure. The patient was discharged the next day.

Event description:
Same case as 2134265-2009-07177. It was reported that after a coronary artery stenting procedure, the pt experienced restenosis. The lesion being treated was located in the 1st diagonal (1st dx). The physician implanted two (2.50x20mm and 2.50x24mm) taxus express2 study stents in the target lesion. In 2009, an angiogram was performed and 75% restenosis was found in the 1st dx. The pt had no symptoms. The lesion measured 2.5x15mm and was treated with a balloon catheter. Residual stenosis was 0%.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.